Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the home care user that during use, the infusion set was accidently pulled away from their body which resulted in the infusion set detaching and falling away from their skin. The home care user reported that blood glucose levels were not affected. No patient injury was reported.